Event description:
A report was received that the patient was experiencing more pain after having the device taken out than prior having it implanted at the back of the patient. It was also reported that the physician implanted the battery in the wrong place. No further information could be obtained.